Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis and nyha functional class iii underwent an initial implant procedure with a vlv evolutfx-29 on the aortic valve. The patient had a medical history of dyslipidemia, hypertension, previous acute myocardial infarction, coronary artery disease, stable angina, carotid stenosis, and peripheral arteriopathy. Prior interventions included coronary angioplasty, and ongoing pharmacological therapies included asa, beta-blockers, and statins. Pre-implant electrocardiography conducted showed first degree atrio-ventricular block. Ten days following the valve implant, the patient experienced critical ischemia of the right lower limb (rutherford 4), which was assessed as not related to the device and causally related to the procedure. The patient was hospitalized for three days due to this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.